Event description:
It was reported that the 9800 system had a iris too large error during boot-up and the iris was not working. No pt was involved.

Manufacturer narrative:
The service rep replaced the hv set. The system operates as intended.